Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual examination revealed an external insulation abrasion that breached the outer insulation, exposing the outer coil proximal to the suture tie impression. The cause of the reported event was attributed to outer coil exposure at the abrasion region, consistent with friction against the device can.

Event description:
It was reported that a patient presented to clinic for follow up, the atrial lead exhibited noise over sensing. The atrial lead was explanted and replaced on (B)(6) 2025. The patient was discharged with no reports of adverse consequences.